Event description:
It was reported that a patient came in with pain and it was observed that the nail is broken.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail kit was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail kit returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect did weak the anterior bridge and caused a notching effect on the lateral side, that favors significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged or instruments were not assembled correctly, but the operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at the lateral side. After the anterior bridge was main partly broken, the posterior bridge followed also step by step. The nail broke finally due to a fatigue fracture in combination with a spontaneous residual fracture. The bearing points of the lag screw inside the proximal nail hole indicate that high axial forces were applied to the nail and indicate that most likely the nail was loaded with full weight. Furthermore the patient height and weight indicate that obesity could not be excluded. The IFU includes implant damages, patient activity and obesity as contraindications, warnings and precautions. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that a patient came in with pain and it was observed that the nail is broken.